Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose levels. Customer stated that it seemed to be working for about 4-5 days and it keeps saying that she is low and going into threshold suspend. Customer stated that she restarted the pump and it says that her sensor glucose reading is 49 mg/dl. However, before it would say that she was 62 mg/dl and then it would go down to 49 mg/dl and trigger the threshold suspend alarm. Customer stated that it is giving her false lows. Customer's blood glucose level is 208 mg/dl. Customer was advised to remove and replace the sensor. Replacement sensor will be sent as a courtesy. Customer declined troubleshooting for the threshold suspend alarm. No further assistance required.